Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on blue screen. A field service engineer (fse) rebooted the station and rechecked the auto login several times then the nurse was able to access device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a ¿offline and login shows no data¿ issue and affecting all users. Users were able to log in, but the system did not register any activity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.